Event description:
Litigation papers allege subsequent to patient's right hip arthroplasty surgery on (B)(6), 2009, patient suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: patient was in constant pain and never was able to fully bear weight on her right hip following surgery despite extensive physical therapy. It is also alleged patient required ropivacaine injections into her right hip in an effort to ameliorate her pain, however, that procedure did not help. It is also alleged x-rays revealed acetabular loosening and upon revision, the cup was noted to have shifted by 90 degrees.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.